Manufacturer narrative:
Concomitant products: physician programmer, model 8840, serial# unknown, implanted:na, explanted: na; patient programmer 8835, serial# (B)(4), implanted: na, explanted: na; catheter, model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported a motor stall occurred. It was noted that the patient had an MRI on (B)(6) 2012 with a confirmed motor stall and recovery in event logs. Patient had a second MRI on (B)(6) 2012 with a confirmed motor stall in the logs but the recovery was dated in the event logs as (B)(6) 2012. It was noted that the patient did not have any symptoms associated with this event. No alarm was heard. The drug infused was unknown.